Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic area') in an adult female patient who had essure (batch no. 632032) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abnormal weight gain, chronic back pain, right lower quadrant pain and abdominal pain. Concurrent conditions included constipation chronic and infertility. Concomitant products included cefazolin, desogestrel;ethinylestradiol (mircette), famotidine, ketorolac, ketorolac tromethamine (toradol), medroxyprogesterone acetate (depo-provera), oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), anxiety ("psychological or psychiatric problems condition: anxiety / mental anguish"), depression ("depression") and panic attack ("panic attacks"). On an unknown date, the patient experienced complication of device removal ("I still have left coil inside that is causing me issues"). The patient was treated with piroxicam (paxil), salbutamol (albuterol hfa) and surgery (total hysterectomy with unilateral salpingo-oopherectomy - right side (B)(6) 2010). At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, anxiety, depression and panic attack outcome was unknown. The reporter considered anxiety, complication of device removal, depression, menorrhagia, panic attack, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2010 (discrepancy noted ) per pfs number of proximal coils: 2 on left cornua and 4 on right cornua, diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2010: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic area') in an adult female patient who had essure (batch no. 632032) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abnormal weight gain, chronic back pain, right lower quadrant pain and abdominal pain. Concurrent conditions included constipation chronic and infertility. Concomitant products included cefazolin, desogestrel;ethinylestradiol (mircette), famotidine, ketorolac, ketorolac tromethamine (toradol), medroxyprogesterone acetate (depo-provera), oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/menorrhagia (heavy menstrual bleeding)"), anxiety ("psychological or psychiatric problems condition: anxiety / mental anguish/psych injury"), depression ("depression/psych injury") and panic attack ("panic attacks"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), complication of device removal ("I still have left coil inside that is causing me issues"), abdominal pain ("abdominal pain"), back pain ("back pain") and post procedural complication ("post procedural complication"). The patient was treated with piroxicam (paxil), salbutamol (albuterol hfa) and surgery (total hysterectomy with unilateral salpingo-oopherectomy - right side (B)(6) 2010). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal pain and back pain had resolved and the anxiety, depression, panic attack and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, complication of device removal, depression, genital haemorrhage, menorrhagia, panic attack, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2010 (discrepancy noted ) per pfs number of proximal coils: 2 on left cornua and 4 on right cornua, received treatment for pain, bleeding : yes, psych injury : no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2010: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of event abnormal bleeding(vaginal) was updated to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic area') in an adult female patient who had essure (batch no. 632032) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abnormal weight gain, chronic back pain, right lower quadrant pain and abdominal pain. Concurrent conditions included constipation chronic and infertility. Concomitant products included cefazolin, desogestrel;ethinylestradiol (mircette), famotidine, ketorolac, ketorolac tromethamine (toradol), medroxyprogesterone acetate (depo-provera), oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/menorrhagia (heavy menstrual bleeding)"), anxiety ("psychological or psychiatric problems condition: anxiety / mental anguish/psych injury"), depression ("depression/psych injury") and panic attack ("panic attacks"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), complication of device removal ("I still have left coil inside that is causing me issues"), abdominal pain ("abdominal pain"), back pain ("back pain") and post procedural complication ("post procedural complication"). The patient was treated with piroxicam (paxil), salbutamol (albuterol hfa) and surgery (total hysterectomy with unilateral salpingo-oopherectomy - right side (B)(6) 2010). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, abdominal pain and back pain had resolved and the vaginal haemorrhage, anxiety, depression, panic attack and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, complication of device removal, depression, genital haemorrhage, menorrhagia, panic attack, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2010 (discrepancy noted ) per pfs number of proximal coils: 2 on left cornua and 4 on right cornua, received treatment for pain, bleeding : yes, psych injury : no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2010: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Event"post procedural complication" added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic area') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 632032) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abnormal weight gain, chronic back pain, right lower quadrant pain and abdominal pain. Concurrent conditions included constipation chronic and infertility. Concomitant products included cefazolin, desogestrel;ethinylestradiol (mircette), famotidine, ketorolac, ketorolac tromethamine (toradol), medroxyprogesterone acetate (depo-provera), oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/menorrhagia (heavy menstrual bleeding)"), anxiety ("psychological or psychiatric problems condition: anxiety / mental anguish/psych injury"), depression ("depression/psych injury") and panic attack ("panic attacks"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), complication of device removal ("I still have left coil inside that is causing me issues"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with piroxicam (paxil), salbutamol (albuterol hfa) and surgery (total hysterectomy with unilateral salpingo-oophorectomy - right side (B)(6) 2010). At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, abdominal pain and back pain had resolved and the vaginal haemorrhage, anxiety, depression and panic attack outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, complication of device removal, depression, genital haemorrhage, menorrhagia, panic attack, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: on (B)(6) 2010 (discrepancy noted ) per pfs number of proximal coils: 2 on left cornua and 4 on right cornua, received treatment for pain, bleeding : yes. Psych injury : no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2010: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Reporter information added. Event : abdominal pain, general abnormal bleeding added. Outcome of the event pelvic pain, menorrhagia (heavy menstrual bleeding) were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic area') in an adult female patient who had essure (batch no. 632032) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abnormal weight gain, chronic back pain, right lower quadrant pain and abdominal pain. Concurrent conditions included constipation chronic and infertility. Concomitant products included cefazolin, desogestrel; ethinylestradiol (mircette), famotidine, ketorolac, ketorolac tromethamine (toradol), medroxyprogesterone acetate (depo-provera), oxycodone hydrochloride; paracetamol (percocet) and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), anxiety ("psychological or psychiatric problems condition: anxiety / mental anguish"), depression ("depression") and panic attack ("panic attacks"). On an unknown date, the patient experienced complication of device removal ("I still have left coil inside that is causing me issues"). The patient was treated with piroxicam (paxil), salbutamol (albuterol hfa) and surgery (total hysterectomy with unilateral salpingo-oopherectomy - right side (B)(6) 2010). At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, anxiety, depression and panic attack outcome was unknown. The reporter considered anxiety, complication of device removal, depression, menorrhagia, panic attack, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2010 (discrepancy noted ) per pfs number of proximal coils: 2 on left cornua and 4 on right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2010: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2019: pfs received. Lot number and lad data added. Concomitant medication and condition added. Events: abnormal bleeding (vaginal, menorrhagia), hysterectomy (full), psychological or psychiatric problems condition: anxiety, depression, panic attacks,contraceptive device removal incomplete & mental anguish were added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.